Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6fr sheath after a percutaneous transluminal angioplasty. Reportedly, there was resistance advancing the thumb advancer. The starclose se exchange sheath did not split correctly. The safety release was used to successfully retract the locator wings. There was resistance during removal of the starclose se device. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported thumb advancement/sheath split issue was confirmed. Difficulty to remove was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.